Manufacturer narrative:
The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that the device provided inaccurate readings during use on patient. Customer reported that there were no alarms or errors on the screen "just a really low 02 sat" that was incorrect and once the cable was wiggled around the readings were normal again. Customer also changed the probe out to make sure it was not a bad probe instead. There was no known impact or consequence to patient.